Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a patient letter. Pt reports no circumstances were identified that led to the high impedances/unable to increase stimulation. Pt reports that a new group was created, the effectiveness of this new group does not meet their pain control needs- intensity + range can not be adjusted on preferred group. Pt reports this issue has not resolved and they may need a new implant. Pt writes "[illegible, read as weak] lead on #6."

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The caller indicated that the patient used to be able to increase the amplitude to 10, but now the patient got to 8.2 amplitude, and they couldn't turn the stimulation up further. An impedance check showed electrode 3 being greater than 40k ohms with all other electrodes. The patient was programmed on 4<(>&<)>6 at 650usec and 60hz, and also 4<(>&<)>5 in the same group. The issue started about 2 weeks ago, although the patient mentioned needing adjustments in the past. The impedance for electrode 4 was @2300 ohms, 5 @ 1700 ohms and 6 @3800 ohms. Technical services (ts) told the caller that electrode 6's impedance was high, thus it was limiting the system's capability to increase stimulation further. Ts suggested decreasing the pulse width, adding another electrode, or not using electrode #6 to see if the patient would get necessary therapy. The caller wasn't able to provide historical impedance values. The impe dance test in different body position didn't show a difference in impedance. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported via a manufacturer representative (rep) that the pt has not notified the manufacturer about any scs issues following an early january appt in the clinic. Patient was seen in a clinic by a rep who adjusted stimulation after doing an impedance check and finding a high electrode. Technical support stated another electrode was too high so more reprogramming was done to resolve the problem. As far as they know, the patient still has their device implanted and is still using it. They do not have further information nor does the clinic as the patient has not contacted them regarding this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.